Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer declined a system check with tandem technical support. Customer changed supplies and resumed insulin delivery. The customer's blood glucose was 300 mg/dl.